Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported, the customer was experiencing low blood glucose. Customer's blood glucose was 46 mg/dl. Customer did not treat for their low blood glucose. The customer also reported the bottom of their insulin pump had fallen apart. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No add'l info provided.